Event description:
It was reported that the left knee was explanted due to failure/breakage of femoral. Femoral adapter/bolt. Doi: unknown dor: (B)(6) 2024 affected side : left knee

Manufacturer narrative:
Product complaint # (B)(4). Additional event information: there is no fall documented by the patient to cause this failure. The femur was loose and still had cement on bone and implant. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the left knee was explanted due to failure/breakage of femoral. Femoral adapter/bolt. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo/x-ray investigation revealed a gap between the sigma fem adapter neutral bolt and the sigma fem adapter 5 degree, suggesting a fracture on the implant. Additionally, a bone fracture can be observed on the evidence too, near the sleeve and the femoral component. Although a definitive cause for device fracture is not established, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the sigma fem adapter neutral bolt would contribute to the complained device issue . Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device j07d48 number, and no non-conformances nor manufacturing irregularities were identified.